Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. There was no adverse impact to the customer's blood glucose level.